Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt no longer has stimulation. Her transmitter is having difficulty communicating with the receiver. The transmitter display shows a diagnostic error message. The pt was sent a new transmitter to resolve the issue. No further info is available at this time.